Event description:
Received a medwatch report stating "the scrub tech attempted to load the heartstring iii but it would not load properly." A replacement unit was used to complete the procedure. The hospital reported no pt effects. The product will not be returned.

Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).